Manufacturer narrative:
(B)(4). Follow-up report will be field if additional info becomes available.

Event description:
It was reported the catheter was placed successfully on (B)(6) 2013 into the patient's left jugular. On (B)(6) 2013, the catheter spontaneously migrated because the suture wings on the juncture hub broke. The sutures were found on the pt's skin and the pt was sedated and had not moved and the dressing was in place. They stopped the dialysis session in an emergency and another catheter was placed in the same insertion site immediately for the pt. There was a delay in treatment with no pt harm and no pt death or complications were reported.